Event description:
It was reported that this patients remote monitoring communicator displayed a red call doctor icon. The communicator was power cycled which resolved the communication issue. Review of the alert history for this cardiac resynchronization therapy defibrillator (crt-d) system indicates there was an alert for shock lead impedance out of range (oor). The shock lead impedance measurement was 127 ohms, which is high oor. The products remain in-service. No patient symptoms or adverse patient effects were reported.